Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/pain') in a female patient who had essure (batch no. B09699) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multi gravida, parity 2, adnexa uteri cyst, vulva cyst, vulval laceration and dyspareunia. Gross description: a. Submitted in formalin and designated "labia" (labial tissue per container) are three skin fragments measuring, 2.3 x 1.9 x 0.5 cm in aggregate. The specimen is submitted entirely as (ai, a2), four pieces each. B. Submitted in formalin and designated "labial cyst" (per container) is a membranous fragment measuring 1.5 x 0.9 x 0.3 cm. The specimen is trisected and submitted entirely as (bi). Multiple sonographic images of the pelvis were obtained by the transabdominal approach and correlated with a CT scan from (B)(6) 2013. Transvaginal imaging was not performed due to the patient I recent surgery uterus is normal in size, shape and echogenicity, measuring b.b x 4.8 x 6.6 cm and is retroflexed. The endometrial stripe measures 6 mm in maximal thickness lett ovary measures 2.9 x 1.9 x 1.5 cm and is unremarkable. The right ovary measures 3.0 x 3.0 x 2.5 cm with a small cystic focus. Measuring 1.5 cm consistent with a dominant follicle. Concurrent conditions included benign neoplasm of vulva, fordyce spots, nausea, vomiting, incision site pain, swelling nos, vulval infection, hot flashes, sweaty, acid reflux (oesophageal), vaginoplasty, follicular cyst of ovary, short of breath, sepsis, dehydration, panic attack, bacterial vaginosis, hypokalemia, abdominal pain, uti, pyelonephritis, tachycardia, dizziness, light-headed, weight loss, decreased appetite, menarche and headache. Concomitant products included ciprofloxacin since (B)(6) 2013 for uti as well as antibiotics since (B)(6) 2013, cefalexin monohydrate (keflex) and ibuprofen since (B)(6) 2013. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding"), infection ("infection"), headache ("headaches"), menstrual disorder ("unusual periods"), dyspareunia ("painful intercourse"), anxiety ("anxiety"), mood swings ("mood swings"), abdominal pain ("abdominal pain"), fatigue ("fatigue") and dysmenorrhoea ("cramping"). The patient was treated with surgery (essure remove). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, genital haemorrhage, infection, headache, menstrual disorder, dyspareunia, anxiety, mood swings, abdominal pain, fatigue and dysmenorrhoea outcome was unknown. The reporter considered abdominal pain, anxiety, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, infection, menstrual disorder, mood swings and pelvic pain to be related to essure. The reporter commented: 2 coils present on the left and 3 coils present on the right. Kcc ID (B)(4). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2013: impression: bilateral grade I tubal occlusion. Concerning the injuries reported in this case, the following ones were reported via plaintiff fact sheet: pelvic pain, genital bleeding, anxiety, headache, menstrual disorder. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-aug-2020: pfs received. Case category changed from non-serious incident to serious incident. Date of essure removal was added. New events abdominal pain, dysmenorrhea fatigue was added. Reporter causality comment was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.